Event description:
Manufacturer representative reports patient experiencing itching that started several days ago. The patient's infusion pump was refilled 8/10/2006 and is not due for another fill until 9/21/2006. The pump was checked for volume discrepancy with normal results. The patient has been receiving baclofen infusion (2000mcg/ml) for several months which has not been changed. The hcp performed a dye study and roller study, but no results were reported. No additional information on patient symptoms or outcome were available on the date of this report. A follow up report will be sent when additional information is received.